Event description:
Cardiac surgery 10/10/05 by surgeon #1 = mitral valve repair / replacement and CABG x1 (left internal thoracic artery to left anterior descending coronary artery). End to end anastomosis was completed with running 8-0 surgipro. Patient was recovering as expected when on three days later, pod#3, she arrested. CPR was begun followed by the chest wound being opened at bedside and cardiac massage done by surgeon #2. He found approximately 750cc of blood and clot in the chest and the ima graft avulsed from the lad. The pt was pronounced dead. Autopsy of the heart and chest cavity was done two days later, attended by surgeon #1, who reports: significant amount of blood in left pleural cavity, cardiac cannulation sites and left atrial suture line intact, no evidence of atrioventricular disruption. The left internal thoracic artery was disrupted approximately 1mm proximal to its anastomosis between the left anterior descending and the left internal thoracic artery. The 8-0 monofilament suture line between the left internal thoracic artery remnant was still in place; however, the suture appeared to be disrupted at the "toe" of the anastomosis. The knot stack near the "heel" was intact with no evidence of unraveling. The surgeon believes suture failure to be a likely cause of bleeding, leading to cardiac arrest, and death.